Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 51 mg/dl were recorded by continuous glucose monitor (cgm) from 4:15:13 am to 4:26:08 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 4:16:08 am. On (B)(6) 2020, at 10:18:14 pm, user entered in a bg of 240 mg/dl, with an iob of (B)(4). User overridden the recommended bolus size and made a manual bolus request of size (B)(4). Making bolus requests while still having iob and overriding the recommended bolus size could lead to a low bg event. On (B)(6) 2020, at 12:04:40 am and 12:17:00 am, user made bolus requests of size (B)(4) and (B)(4), respectively, while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Bg cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.